Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that balloon rupture and shaft break occurred. Vascular access was obtained via ipsilateral retrograde approach in the left common iliac artery (cia). The 75% stenosed target lesion was located in the moderately tortuous and severely calcified cia. After a stent was implanted, a 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 1 minute, the balloon ruptured due to the calcification. At this point, the guide wire and monorail lumen of the sterling balloon were noted to be not smooth. Removal was attempted but the distal part of the balloon, the tip and a part of the monorail lumen, became separated and remained inside the patient. Retrieval was then attempted using a sheath and a snare but eventually, the remaining fragment was retrieved via a surgical procedure. The procedure was completed with no patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.:returned product consisted of a sterling balloon catheter. There was blood in the balloon. Microscopic examination revealed the inner shaft was detached at the tack weld. The separated ends of the inner shaft were jagged and stretched, indicating that the separation was due to tensile overlaod. The balloon had a complete circumferential tear and the distal end was separated and bunched over the tip. The markerbands were not returned with the device. The tip was damaged. The damage to the balloon is consistent with interaction with the lesion and the separation is consistent with difficulty removing the device from the lesion.

Event description:
It was reported that balloon rupture and shaft break occurred. Vascular access was obtained via ipsilateral retrograde approach in the left common iliac artery (cia). The 75% stenosed target lesion was located in the moderately tortuous and severely calcified cia. After a stent was implanted, a 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 1 minute, the balloon ruptured due to the calcification. At this point, the guide wire and monorial lumen of the sterling balloon were noted to be not smooth. Removal was attempted but the distal part of the balloon, the tip and a part of the monorail lumen, became separated and remained inside the patient. Retrieval was then attempted using a sheath and a snare but eventually, the remaining fragment was retrieved via a surgical procedure. The procedure was completed with no patient complications reported.